Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21june2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported that the ventilator was failing the system leak test. There was no patient involvement.

Manufacturer narrative:
MFR received date: 03 sep 2019. The customer's biomed stated that there was nothing wrong with the ventilator but rather with the old test lung they were using. The customer's biomed reported the device is fully functional. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.